Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to leak in system. At unknown location. There was no fluid in the device. All components were explanted and replaced. No adverse patient effects.